Event description:
It was reported that the surgeon inserted the micl12.6 implantable collamer lens upside down. The lens was removed and the back up icl was successfully implanted. The reporter stated, there was not a problem with the lens, and it was likely due to a loading or surgeon's error.

Manufacturer narrative:
(B)(4), lens inserted upside down: eval - results (other): visual inspection of the returned product showed a tear across the optic and part of a haptic. There was a clear surgical residue on the lens. (B)(4).